Event description:
It was reported that PICC line fracture. Unsure of exact measurement of split however it was externally past site of securecath device. Identified during PICC flush. Nil treatment running through line. It was reported by wife that patient had been over-exercising arm and lifting heavy objects. Ultrasound completed on arm, new line inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.